Event description:
It was reported that a malfunction alarm occurred with a code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and since the malfunction code did not recur, the customer was advised to continue using the pump and to call back if the issue reappears.